Event description:
After post-dilation was performed to a stent that was placed in the carotid artery (side unk), the patient developed aphasia and hemiplegia on right side, which was treated with glycerol IV. The patient was a male. There was mild vessel tortuosity. There was no information regarding calcification of the vessel or rate of stenosis. The patient was anti-coagulated. The angioguard was delivered and the filter was safety deployed distal to the lesion. It is unk whether or not the lesion was pre-dilated. A 10x4cm precise stent was successfully placed at the lesion. Post-dilatation was carried out with unk balloon. Following post-dilatation, the patient developed aphasia and hemiplegia on right side. The procedure was completed. Glycerol (conc. Glycerine) was administered by IV to treat the aphasia and hemiplegia suffered by the patient, which fully resolved in 30 minutes. The patient is in stable condition now.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products involved in the same procedure and is related to mfg# 1016427-2008-00053 and 9616099-2008-00626.